Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 the hcp reported that he received a message that the patient had an x-ray of his abdomen today and it was determined that the catheter was disconnected from the pump. He had no idea how long the catheter had been disconnected but thought maybe around 2 months ago as the patient¿s spasticity began to increase then. The hcp thought it was maybe a couple of months ago that he turned the pump off and that was maybe when the issue began. He had refilled the pump yesterday and there were no reservoir volume discrepancies. The patient had no other ill effects at this time but was still experiencing issues with spasticity. The hcp stated that he would prescribe oral baclofen and reach out to the surgeon for a revision to correct the issue. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer's representative (rep). It was reported that the catheter backed out of the intrathecal space. The cause of this was unknown. It was reported that the surgeon would replace the pump and catheter together. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were reported.